Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Stored electrograms showed post-paced t-wave over-sensing on the patient's implantable cardioverter defibrillator. No device intervention was performed but programming changes were discussed.